Event description:
During a tonsillectomy while the dr. Doctor was using the bovie on the "torsillar forsa," a burn occurred on the upper lip left side, where the bovie pencil was laying against the skin.